Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.00x38mm and a 3.25x18mm xience sierra stent were implanted on (B)(6) 2019. The patient presented with st-elevation myocardial infarction (stemi) before the procedure. On (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 the patient was re-admitted with cardiovascular symptoms including ulcer. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.